Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving intrathecal hydromorphone (unknown concentration and dose) via an implantable pump for non-malignant pain. It was reported that the patient had a pump revision in (B)(6) 2024 because the patient lost weight and the pump was moving. Additional information received from a health care provider (hcp) indicated that the patient lost weight because of chronic illness (diabetic foot (ulcer?) With wound care). The patient's weight at the time of the event was provided for (B)(6) 2024. {refer to manufacturing report # 3004209178-2024-16934 regarding pump explant on (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient and the healthcare provider (hcp) via a manufacturer representative (rep) indicated that the patient's current physician and surgical assistant could not confirm the previous surgical dates. Previous surgeries were done with a different physician. At the time of this report, the issue was resolved and the patient status was "alive-no injury". At the time of this report, the pump was used to deliver dilaudid (hydromorphone) 4mg/ml at a dose of "1mg/ml". The patient's weight and medical history were asked but were unknown.